Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by patient's fiend/family member that they see all internal data lost message when connecting to ins today. Caller states patient needs to have an MRI tomorrow but is unable to access therapy screen. The patient was redirected to their healthcare provider (hcp) to further address the issue.